Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had evidence of oversensed ghost noise. Technical services (ts) reviewed the data and confirmed misaligned markers. Engineers confirmed that this behavior is consistent with misaligned markers caused by a telemetry scan without connection. The episode was stored approximately 30 minutes after a previous telemetry scan. The issue was corrected by a subsequent telemetry connection. No adverse patient effects were reported. The device remains implanted and in service.